Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported there were a few electrodes off during an impedance check. No patient symptoms were reported and there were no complications. Indication for use is unknown.